Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that she was unable to obtain a blood sample using her one touch ultrasoft lancing device. It was reported that the lancet would not fully penetrate the skin. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to obtain additional information from the patient during a follow-up call. The patient reported that the alleged issue began on the morning of a week prior. As a result of the issue, the patient claimed she discontinued testing her blood glucose. The cca noted that the patient manages her diabetes with pills (type and dose unknown). Despite the issue, the patient claimed she continued to take her usual dose of oral medication. The day after the alleged issue began; the patient claimed she began to feel dizzy and shaky. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted that the patient was using the correct cap and appropriate depth setting. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms that can be suggestive of hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.